Event description:
A customer contacted physio-control to report that their device would not respond to button presses intermittently. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the keyboard and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not respond to button presses intermittently. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.